Event description:
An (B)(6) pt's daughter called to report pt passed away on (B)(6) 2009. It is unk if pt was wearing device at time of death. Pt's daughter reported that the hospital staff removed the device to "work on the pt".

Manufacturer narrative:
Device manufacture date: monitor sn (B)(4) - 09/2007, electrode belt sn (B)(4) - 02/2009. Device eval summary - device eval of monitor (B)(4) and electrode belt (B)(4) have been completed. The pt's monitor and belt functioned normally upon receipt. Eval of the downloaded data found that the pt entered bradycardia at 12:24am on (B)(6) 2009 with a rate of 39 bpm. The episode of bradycardia lasts until 12:47 am. At 12:40am, a periodic signal artifact with a frequency of about 1hz dominates both channels for the remainder of the recording. The device is shutdown (battery pulled) at 1:00am. There is no reasonable evidence to suggest device malfunction. The monitor and belt were tested and stocked. The lifevest operated as designed. Bradycardia is a non-treated rhythm.